Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional method. The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected, functionally tested and an alarm log review was performed. During battery testing, a low battery alarm was found; the cause could not be determined. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump had a battery low alarm. There was no patient involvement. No additional information is available.